Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to b&l and evaluated. The visual inspection under microscopic magnification revealed that the haptic was torn near the hinge. The findings are consistent with damage caused by lens injector use. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.

Event description:
The physician reports that the crystalens haptic tore during insertion using the staar surgical lens injector system. Intervention was performed in order to enlarge the original incision and remove and replace the lens intraoperatively. A second crystalens was implanted successfully and the pt's prognosis is good.